Event description:
Information was reported that the patient stated she was in mexico and was returning to the us in march. On the boarder they did not let her bring her external equipment due to covid19. The patient had to send the controller back to her house in mexico. She has had no way to turn on her inss and control her pain. The patient said she has to get some medication to get pain relief. The inss are now dead, and they are not on. The patient said the inss stopped working 1.5 months ago. No further complications were reported. No patient symptoms were reported. The reason for call was patient stated they were told yesterday by their doctor to charge their implant batteries for an hour each and to see if the stimulation would turn on, and if not, to call patient services for replacement rechargers. Patient was confused on why they would need replacement rechargers as they were able to get the implant batteries charged up. However patient said stim still would not turn on. Patient then gave background info and said in 2020 they traveled to mexico, but was not allowed to bring their controllers back into the us so they had been without them since then, as insurance wouldn't pay for other controllers. Patient said they went back to mexico in september of last year and got the controllers again, but when they went to turn stim on, they were shocked at the site on their spine were the implant was and stim turned off. Patient said that site had hurt since then. During the call, patient unlocked controller for their left side and controller was at 90%, and the implant was at 40%. Patient said stimulation was off, and after pushing top white button described stimulation was on, but patient did not feel any stim. Program 1 was at 4.0 intensity and patient said they felt stimulation before the issue started. Patient then unlocked their other controller and again turned stim on, but they still didn't feel any stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and contact a rep.

Manufacturer narrative:
Continuation of d10: product ID: 97715, lot# serial#: (B)(6), implanted: (B)(6) 2017, product type: implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.